Manufacturer narrative:
(B)(4). Approximate age of device - 31 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017. According to the vad clinician, the patient experienced ischemic colitis and septic shock post-lvad implant. The vad clinicians did not feel that the events were device related; however, the lactate dehydrogenase had been increasing. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the patient's outcome could not be conclusively determined. No log files from the time of the reported event were available for analysis. The clinicians reported that the patient outcome was not device related. The instructions for use lists hemolysis, sepsis and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.